Event description:
It was reported that the right ventricular (rv) lead had possibly microperforated the patient's heart. The physician elected to use an alternate lead due to a concern that the helix may have been compromised during the multiple attempts to reposition the lead. No further patient complications have been reported as a result of this event.